Event description:
Reportedly, the smartview connect lost communication and the screen displays 'if you do not feel well, contact the center'. Another message is displayed and indicates 'wi-fi and date are not available'.

Manufacturer narrative:
Summary investigation: upon reception, it was initially not possible to pair the smartview connect with a reference ble implant. Review of the expertise files revealed that several ble communication issues occurred during the investigation which were not related to the software but to the smartview connect itself. At the patient's home, the problem could be explained by the distance between the patient and its monitor. The message ¿if you do not feel well, contact the center¿ displayed is not an error and is related to an unauthorized pit or to the patient answering ¿no¿ to the question: ¿did your follow up clinic ask you to initiate a manual transmission¿. The smartview connect tested did not display the network error message and it was also confirmed that the sim card was working correctly. Therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. Please refer to the attached report.

Event description:
Reportedly, the smartview connect lost communication and the screen displays 'if you do not feel well, contact the center'. Another message is displayed and indicates 'wi-fi and date are not available'.